Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r328 on the echo.

Manufacturer narrative:
No repeat testing was performed. A sample-related issue could not be ruled out. The customer stated that the patient discontinued drug treatment (name unknown) prior to testing the samples that resulted as negative. No sample was returned for investigation. The immucor product investigation lab confirmed the presence of the jka antigen on retention product. A product deficiency was not identified.